Manufacturer narrative:
The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t released metal fragments that became trapped in the oxy heat exchanger. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t released metal fragments that became trapped in the oxy heat exchanger. There was no report of patient injury.

Manufacturer narrative:
(B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The device was returned to livanova (B)(4) for investigation. Visual inspection confirmed the issue and identified that the nickel coating was peeling and the cooling coils inside the patient and cardioplegia tanks showed signs of corrosion. The nickel coating in the patient bath was also degraded and the bare copper was visible. Additionally, metal particles were identified on the bottom of the tank and inside the draining hose. White and green deposit were identified on the cooling coils of both the patient and cardioplegia tanks. The DHR review of the device shows no deviations or non-conformities relevant to the reported issue. The potential impact of chemicals (disinfectant solution, preservation of water with h2o2 and decalcification agent) on the nickel coating and copper material inside the device was evaluated in a detailed and comprehensive study ((B)(4)). The use of peracetic acid and hydrogen peroxide contained in the disinfectant and preservative can cause pitting and corrosion. Due to pitting and corrosion, the nickel protective layer may be damaged and the underlying material (copper) can begin to corrode. This may lead to flaking of the nickel protective layer.